Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following have been updated: h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon ¿no signal. One of the display ports is gone." Was reproduced. It was found that the phenomenon was caused by a failure of the printed circuit (cm) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing the following was found: there was no image due to a printed circuit board failure. The customer¿s complaint (display port not functioning) was confirmed, the reported issue was caused by mechanical deficiencies in the portable memory ports and pc card ports. During inspection and testing the following was also found: the video connector latch had broken off and the front panel is damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use, one of the display ports was not functioning. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: there was no image. This report is being submitted for the malfunction found during evaluation (no image).